Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. Lead micro-dislodgement was suspected, but lead revision was not anticipated at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted crt-d system exhibited farfield ovesensing of ventricular signals on the right atrial (ra) lead and left ventricular (lv) lead non-capture the day after implant. However, there were no changes made in vectors or output. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that there was no evidence of macro-dislodgement on chest x-rays, however micro-dislodgement of both the ra and lv leads was suspected. Threshold measurements were elevated for both leads, however lead revision was not anticipated at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted crt-d system exhibited farfield ovesensing of ventricular signals on the right atrial (ra) lead and left ventricular (lv) lead non-capture the day after implant. However, there were no changes made in vectors or output. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.